Event description:
It was reported that a device was used during an unknown procedure. It was reported the device keeps "popping" up when surgeon attempts first puncture; popping of trocar will result in failure of puncture. Opened another to complete case. There was no consequence to patient.